Event description:
Analysis of the returned device found that the coil was broken.

Manufacturer narrative:
(B) (4) broken coil. The device history record review confirmed that the device met all material, assembly and performance specifications. The coil was noted to have broken off the pusher wire and the pusher wire was kinked. No other anomalies were found. From the information provided and the investigation, there is no indication of device nonconformance or misuse contributing to the observed coil break. Therefore, it was concluded that operational context is the most probable cause of the broken coil.